Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination of valve. Leak test and microscopic analysis were performed which identified delamination (>75% total separation), striated opening and crease fold. Based on the device analysis the final assessment is a total delamination of the valve (cohesive failure). A striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "leaking/rupture" against a saline-filled device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "leaking / rupture" against a saline-filled device. Device has been explanted.